Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # 2916596-2023-05458. It was reported that the patient had a no external power alarm on (B)(6) 2023, while on the mobile power unit (mpu). On (B)(6) 2023, the patient arrived at the emergency department after their spouse notice new onset of seizures. Neurology was consulted and performed an electroencephalogram (eeg) that was negative for seizure activity. The patient will be discharged once deemed medically stable. A review of the log file revealed a loss of external power while on the mpu on (B)(6) 2023. The low voltage hazard events seen are the result of slow discharge of the mpu capacitors when they suddenly lose power. The controller does switch appropriately to the ebb when external power is lost. These events appear to resolve once external power was completely restored.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2023 through (B)(6) 2023, per the timestamps. The pump appeared to function as intended at the set speed. The patient remains ongoing on hm 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction,¿ lists adverse events, including neurological events (not stroke related), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management,¿ lists neurologic dysfunction as a potential late postimplant complication. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.